Event description:
The customer reported approximately one spoonful of fluid dripped from the probe during quality control involving the coulter act diff 12 analyzer. The customer had on gloves and protective gear and cleaned up the fluid. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Beckman coulter customer technical support (cts) assisted the customer in removing the probe block and use high vacuum to remove any protein buildup on the block. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the probe was leaking fluid. The fse noticed the probe wipe was clogged and cleaned the probe wipe to resolve the issue. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).